Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
MFR was notified by a vns pt that she had a fever over the weekend and suspected an infection at the generator site as it was sore. She contacted her primary care physician and rec'd antibiotics. The pt was not seen by the physician so the alleged claim could not be confirmed. No cultures were taken from the generator site and it is unk if trauma or manipulation had occurred. MFR design history review revealed that generator was sterilized with hydrogen peroxide prior to distribution. Pt had rec'd an exploratory surgery on (B)(6) 2011 because of high impedance, reported in MDR # 1644487-2011-00972.